Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. System check could not be performed with tandem technical support as occlusion alarm occurred in the past. Customer checked all supplies, checked infusion site for leaks, repositioned, and delivered a 13-unit manual bolus; the occlusion alarm did not recur. Customer reported blood glucose level was over 400 mg/dl. Customer continued to use the pump for insulin therapy.